Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) and patient reported that a doctor made a programming adjustment two days prior to the report. The patient mentioned that they had painful stimulation since the adjustment. This was indicated to be sudden. The hcp went to help the patient adjust their stimulation on the day of the report, and saw end of service (eos) when they checked the stimulation. The patient noted that they were still feeling painful stimulation even with the implantable neurostimulator off and showing eos. It was noted that the patient was suppose to have their device changed out since the doctor told them that the battery was dying. However, the patient unrelated health conditions that didn't allow the replacement to occur. The replacement date was now scheduled for (B)(6) 2017. The indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that impedances were normal. The hcp reported that the cause of the painful stimulation when the device was off and eos was likely a rectal issue unrelated to the device. The hcp reported that the device was turned off as a step taken to resolve the painful stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.